Event description:
A peritoneal dialysis pt reported that there was dialysis solution in the cycler. Pt found a lot of dampness when removing the cassette from the cycler. She stated that the cassette was wet also. Nurse stated that there was no leak from the cassette and no damage was noticed on it. Pt was able to complete her treatment via manuals. The nurse reported the pt did not have any infection. Nurse also stated that the cassette was discarded. Upon follow up, pt stated she sent the cassette with the cycler to the clinic. Sample has not been returned to the MFR.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.